Event description:
It was reported that the catheter was used off-label to treat persistent atrial fibrillation and exhibited a stuck guidewire. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was used. The sheath was prepped and inserted, then a non-boston scientific mapping catheter was used in the right atrium (ra) before exchanging for a farawave catheter to perform a cavotricuspid isthmus (cti) line ablation. After the cti line ablation, the farawave was removed from the patient and a versacross connect system was used to perform the transspeptal puncture. The mapping catheter was then used to map the left atrium (la). Afterwards the farawave was reinserted but then was replaced due to an issue with the guidewire becoming stuck. When ablation was finished with the second catheter the mapping catheter was inserted again for post-mapping. Use of the second catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). It was also noted that while the catheter was in the right inferior pulmonary vein (ripv) the guidewire became unable to be retracted or advanced, though the catheter array could deploy and undeploy. The catheter was removed from the body and was still flushing successfully. The guidewire was scrunched into the tip of the catheter. The catheter and guidewire were replaced. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted.

Event description:
It was reported that the catheter was used off-label to treat persistent atrial fibrillation and exhibited a stuck guidewire. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was used. The sheath was prepped and inserted, then a non-boston scientific mapping catheter was used in the right atrium (ra) before exchanging for a farawave catheter to perform a cavotricuspid isthmus (cti) line ablation. After the cti line ablation, the farawave was removed from the patient and a versacross connect system was used to perform the transspeptal puncture. The mapping catheter was then used to map the left atrium (la). Afterwards the farawave was reinserted but then was replaced due to an issue with the guidewire becoming stuck. When ablation was finished with the second catheter the mapping catheter was inserted again for post-mapping. Use of the second catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). It was also noted that while the catheter was in the right inferior pulmonary vein (ripv) the guidewire became unable to be retracted or advanced, though the catheter array could deploy and undeploy. The catheter was removed from the body and was still flushing successfully. The guidewire was scrunched into the tip of the catheter. The catheter and guidewire were replaced. The procedure was completed successfully. No patient complications were reported.